Event description:
A physician reported with a description of capsular retraction. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The provided photos were reviewed. There were two photos taken outside the slit lamp of the patients left eye. There appears to be dense anterior capsular retraction with a clear optic zone. While a slit lamp photo would be preferred, this photo shows anterior capsular fibrosis which is known to occur in 1 to 5 percentage of cataract cases. The product was not returned. The provided photos were reviewed. There were two photos taken outside the slit lamp of the patients left eye. There appears to be dense anterior capsular retraction with a clear optic zone. While a slit lamp photo would be preferred, this photo shows anterior capsular fibrosis which is known to occur in 1 to 5 percentage of cataract cases. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information or the sample is received. The manufacturer internal reference number is (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.